Event description:
A user facility reported a capsular bag tear. More info has been requested.

Event description:
Add'l info provided by the reporting surgeon indicates the capsular bag tear occurred after insertion of the intraocular lens (iol). The iol was removed and replaced with a pmma lens placed in the ciliary sulcus.